Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ultra meter was giving inaccurately high readings. The sr. Medical surveillance specialist contacted the patient to obtain and verify information; however, was unable to reach the patient by telephone. On 05/28/2010, the smss mailed a letter requesting the patient contact medical surveillance. Since (B) (6) 2010, the patient claimed to have obtained blood glucose readings such as 400 mg/dl to 539 mg/dl that were inaccurately high compared to her expected values. On (B) (6) 2010, the patient experienced the symptoms of sweating, shaking and thirst. At 5:00 pm, the patient administered self-treatment with 60 units of lantus insulin with her dinner. The patient also obtained the readings of 327 mg/dl, 436 mg/dl and 473 mg/dl throughout the day of (B) (6) 2010, using another manufacturer's meter. It would have been helpful to confirm the treatment received for the symptoms, the patient's insulin regimen, what meals and medications had been taken prior to the onset of symptoms, and the patient's expected readings. Troubleshooting revealed the patient's test strips were expired, which can cause inaccurate readings. The meter, test strips and control solution were replaced. The patient used expired test strips to test her blood glucose levels. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining elevated readings on the reported meter. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.